Manufacturer narrative:
The field service engineer (fse) replaced the bd pcb cpu (breath delivery, printed circuit board, central processing unit). The fse performed testing and calibrations and the device operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator had a safety valve open condition rendering the ventilator inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A keyboard, a breath delivery (bd) printed circuit board (pcb) and an inspiratory pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis and functionality testing was performed; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.